Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had a reading issue: the value of around 40 which appeared on the monitor did not match with the curve around 80. The customer reported no patient harm.

Manufacturer narrative:
Correction: d3 additional information: d8, g1, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: one device was evaluated. Service center technician reported that there was no failure was found. The investigation found the device to function normally. The reported product was not related to a reported complaint event. There was no fault with the pre amp unit. The failure was attributed to the monitor which was also returned for investigation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had reading issue, the value of around 40 which appeared on the monitor did not match with the curve around 80. This was also tested a few days later, same thing happened. The range difference was not as big as in the patient's case. The customer reported no patient injury.